Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg may be slightly tilted. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician hoped the benefit of spectra would be better for the patient. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg may be slightly tilted. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg may be slightly tilted. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.